Event description:
Customer reported that he received a lost sensor alert. It was stated that the wrong transmitter ID is not programmed in the insulin pump and the transmitter is not communicating with the insulin pump. Customer stated that the sensor was not bent but was bloody. Customer stated that the site was not actively bleeding. Blood glucose value was 288 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 2 opened or used sensors and performed bicarbonate buffer test. Both sensors passed per specifications with accurate readings. Unable to confirm the customer's complaint due to customer returning sensors without needles.